Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported they turned down the stimulation but that did not resolve their pain. Patient stated the previous tech set it too high. Patient scheduled for an MRI on (B)(6) 2024. If MRI does not include any answers the pain clinic will provide next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they have not been able to get their stimulation to change and have been through this since 2023. Patient mentioned the mdt rep instructed them to decrease therapy settings in all 4 programs and that their therapy settings "too high" at their pain clinic appointment on april 29th. Patient mentioned they were able to fully charge their implant and controller before their appointment but the battery percentages stayed the same since then. During the call agent walked patient through increasing their therapy settings and patient was able to feel stimulation in their back an down their legs. Agent asked clarifying question and patient answered they normally do not feel stimulation in their legs. Patient commented they cannot take the tingling in their legs. Agent walked patient through to decrease stimulation so patient does not feel stimulation in their legs. Patient was redirected to their hcp for next steps.